Event description:
It was reported that at implant the left ventricular (lv) lead threshold was 1.0v at 0.5ms. During follow-up there was threshold of 3.5v at 0.5ms. Various configurations were tried and was able to obtain a satisfactory threshold of 1.5v @ 0.5ms. No further action will be taken, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).